Event description:
It was reported that during a therapeutic holmium laser enucleation of the prostate procedure, the subject device presented shutter flash. Shutter lines could be seen on the monitor. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The subject device was not returned for evaluation and therefore no available findings as the result of the investigation. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic holmium laser enucleation of the prostate procedure, the subject device presented shutter flash. Shutter lines could be seen on the monitor. The procedure was completed using a similar device. There were no reports of patient harm.